Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).

Event description:
It was reported that a motor stall occurred during an MRI but no recovery was noted. It was later reported that the stall did recover after 10 minutes. There were no alarms heard and no symptoms reported. The pump was infusing morphine.